Event description:
It was reported that the patient's right ventricular lead exhibited high and out of range pacing impedance. No intervention was performed. The patient will further be monitored. The patient condition was stable.